Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and catheter difficulty removal occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 20 synergy ii drug-eluting stent was advanced; however, resistance was felt on the way to the vessel and the device could not pass through the lesion. The physician went to pull the stent back out of the vessel and on the last attempt, the stent delivery system was pulled out but the stent came off the balloon in the left main (lm). The physician tried to get a 2.0mm balloon into the stent and was able to push the stent out of the lm back into the lad. A 2.5mm and then 3.0mm balloons were then used and deployed the stent in the proximal lad. Lastly, a 4.0mm x 26mm non-bsc stent was advanced and deployed through the synergy to complete the stenting procedure. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent to detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement and catheter difficulty removal occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 20 synergy ii drug-eluting stent was advanced; however, resistance was felt on the way to the vessel and the device could not pass through the lesion. The physician went to pull the stent back out of the vessel and on the last attempt, the stent delivery system was pulled out but the stent came off the balloon in the left main (lm). The physician tried to get a 2.0mm balloon into the stent and was able to push the stent out of the lm back into the lad. A 2.5mm and then 3.0mm balloons were then used and deployed the stent in the proximal lad. Lastly, a 4.0mm x 26mm non-bsc stent was advanced and deployed through the synergy to complete the stenting procedure. No patient complications were reported and the patient's status was well.